Manufacturer narrative:
The technician found the foot hi/low down valve was stuck. He replaced the valve to repair the bed.

Event description:
Info received indicates the foot hi/low is slowly drifting down.